Event description:
It was reported that there were 6 occurrences where the expiry date is not the same with cofa and delivery note with a bd¿ needle 25ga 5/8in. The following information was provided by the initial reporter: expiry date is not consistent between delivery note and certificate of analysis.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The error reported is in the delivery note, label information is correct, therefore this is not considere d to be a reportable malfunction.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 6 occurrences where the expiry date is not the same with cofa and delivery note with a bd¿ needle 25ga 5/8in. The following information was provided by the initial reporter: expiry date is not consistent between delivery note and certificate of analysis.